Event description:
The reporter indicated that there were two problems during replacement of a cpi patch system:1) the set screws were inserted too far into the header to insert leads-had to be backed out. 2) the silicone plugs covering the set screws could not be removed. The tabs broke off and the plugs seemed to be glued in; had to dig them out with hemostats.

Manufacturer narrative:
An investigation was performed and it was decided that analysis would require the return of the device. However, the setscrews can become loose during shipping.